Manufacturer narrative:
A reagent issue could be excluded. The field service engineer found a torn vacuum tube and it was replaced. The analyzer and test were confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The patient sample initially resulted in a calcium value of 1.78 mg/dl and it repeated as 7.11 mg/dl. The calcium reagent lot number was 70223501, with an expiration date of 31-mar-2024.